Event description:
The company received a report where it was claimed that the pilot line valve broke preventing proper inflation of the cuff. This report is associated to the second occurrence previously reported on MFR report# 2936999-2011-00721 / (B)(4).

Manufacturer narrative:
The sample associated to this report is not expected to be returned at this time. The caller could not confirm if the tube is currently still in use or if it was replaced and available for investigation. If significant information is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.